Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump dispensed insulin during the load step and emitted a "cartridge not detected" alarm. The patient stated she attempted to load the cartridge three times and each time the pump dispensed insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2012 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #2 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed several "no cartridge detected" warnings recorded on the date of the alleged failure. On testing, the pump powered on normally. On testing, the pump failed to recognize the cartridge during the load step. The force sensor calibration reading was not able to be completed. The pump was opened for investigation and revealed contamination was found on the force sensor plate. The force sensor resistance was noted to be out of specification. The battery cap returned with the pump for investigation was noted to have stripped threads and was not able to hold an electrical connection. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction number:2531779-03/24/2010-003-r.